Event description:
It was reported that this right ventricular (rv) defibrillation lead and a non-boston scientific device exhibited high pacing threshold measurements and high shock impedance measurements. The lead was subsequently surgically abandoned. No additional adverse patient effects were reported.